Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, two devices stopped twice during firing. Both handles were rebooted, but the issue remained. It was stated that the adapter was tested with no issue. Another handle was used to complete the case. There was no patient injury.